Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104. The sd card was unseated, causing the code. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. There is no indication of any device malfunction that would cause or contribute to an inappropriate treatment. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient received three shocks from the lifevest. It was reported that the patient was in the hospital with staff present at the time of the event. The patient was reportedly being monitored by hospital telemetry at the time of the event. Due to an sd card fault, the patient's rhythm at the time of the treatment and post-shock is not known. Reporting this event out of an abundance of caution as the appropriateness of the treatment is not known. There was no death or serious injury associated with the unknown defibrillation event. After the treatment event, it was reported that the monitor was displaying a service code 104 (sd card fault).